Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. Functional testing was performed which included leak testing, clamp function testing, and clear passage testing. The sample connected to the laboratory uv set by use of a uv flash machine with no issues noted. All functional tests passed. Visual inspection by the naked eye and magnification did not identify any abnormalities that could have contributed to the reported condition. Upon conclusion of the investigation, the reported issue could not be verified. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the y-set and transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.